Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a recurring button error alarm. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump was received with all the buttons unresponsive due to keypad connector (j2) on lcd board unlocked. No button error alarm or moisture damage on keypad traces noted. Unable to perform functional testings due to unresponsive keypad/button. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.